Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver stated the dexcom g7 continuous glucose monitor was not working for a brief period and that the sensor had failed to pair to the ilet, after which the agent advised that the issue was likely transient and should self-resolve, with instructions to call back if it persisted beyond 45 minutes. Symptoms included no changes in blood glucose. Outcomes included no clinical impact and no need for medical care. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed no device alarms from the ilet and a pairing failure limited to the ilet interface, consistent with a temporary sensor communication issue. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity anomaly.